Manufacturer narrative:
Failure analysis for fiber 0010-2400-516a-(B)(4): the fiber exhibits minimal signs of usage; the glass cap exhibits moderate devitrification at the output window; the fiber is broken within the outer flow tubing at 2 cm from control knob, between distal tip and control knob; the fiber was tested with hene laser fixture, aim beam is present at location of the fracture; the fiber exhibits indication of bending, crushed, and no melting at the location of break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Manufacturer narrative:
(B)(4); a code request has been submitted.

Event description:
It was reported that at 82,262 joules of use and 11:42 minutes, while using the surgical fiber during a prostate procedure, the fiber broke/ was damaged. The procedure was completed using an alternate procedure, resectoscope (turp). Patient outcome: "ok". There was no patient injury reported.